Event description:
It was reported that on (B)(6) 2025, while using the ureteral stent, it broke when it was delivered to the table. The hospital contacted the company, and the company feedback detailed information to their company on 10june2025, hoping to be given a replacement. Per investigation notification received via task on 26sep2025, stated that, additional complaint needed as stent breakage found in returned sample. Returned sample batch number did not match reported complaint batch number. Pcn 788426 and batch number ngjn0534 for new complaint.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, while using the ureteral stent, it broke when it was delivered to the table. The hospital contacted the company, and the company feedback detailed information to their company on (B)(6) 2025, hoping to give a replacement. Per investigation notification received via task on 26sep2025, stated that, additional complaint needed as stent breakage found in returned sample. Returned sample batch number did not match reported complaint batch number. Pcn 788426 and batch number ngjn0534 for new complaint.